Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers were loose and samples were spilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers were loose and samples were spilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for stopper creep out/loose closures was not observed. Additionally 5 retention samples were functionally tested for stopper function and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creep out/loose closure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.